Event description:
A 28 mm diameter x 16 mm diameter by 16.5 cm length aneurx bifurcated stent graft and its components including were implanted into a patient for the endovascular treatment of an abdominal arotic aneurysm. Aneurysm morphology time of implant is unknown. 50 months post stent graft implantation a request for a talent aortic cuff was requested. Per medtronic talent aortic cuff approved protocol. Medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aneurx device.